Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she inadvertently delivered a fixed prime of ten units. The customer stated that she did not know why her fixed prime was set so high. The customer was connected to the insulin pump during the fixed prime. The customer's blood glucose reading at the time of the phone call was 129 mg/dl. However, due to the large prime delivery, the customer called and was treated by paramedics. Nothing further was reported.